Event description:
It was reported that "patient was experiencing clicking and laxity in his knee. Revised, dr. Upsized for stability."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.